Manufacturer narrative:
The disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Bioflo PICC event: on (B)(6) 2018, the patient presented for subclavian placement of a bioflo port port for administration of chemotherapy for breast cancer. Following the implantation, the patient began to experience discomfort on the upper right anterior chest, neck,and axillae. On (B)(6) 2018, the port site was assessed and serosanguinous fluid was found medial to the port reservoir, with no signs of infection. The following month ((B)(6)2018), the patient underwent a procedure to remove the defective device. Upon incision of the port site, cloudy serosanguineous fluid immediately well up and poured through the open incision. Allegedly due to leakage of the chemotherapy medication, the pocket was noted to contain "adherent black and brown soft tissue debris, some of which appeared to represent old blood clot and necrotic tissue." The surgeon debrided the necrotic tissue until the pocked appeared well-vascularized and viable. A week later ((B)(6) 2018), a new bioflo PICC with 4fr single lumen catheter, was placed. The following week after placement ((B)(6) 2018), the patient presented to the hospital with occlusive deep venous thrombosis, within the left upper extremity and acute pulmonary embolism. At this time, the patient was started on lovenox and was later switched to angiomax after the developed heparin-induced thrombocytopenia. The reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The customer's reported complaint description of (dvt) cannot be confirmed based on the nature of this patient adverse event and since the device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR / shr review was not performed since no upn or lot number was provided. Potential contributing factors that may affect dvt include the following: high risk patient population, e.g. Oncology, surgery, vasconstrictors. Catheter french size vs. Vessel size, i.e. Large fr catheter in smaller vessel. PICC placement techniques, i.e. Excessive catheter manipulation that can damage the vessel wall. Labeling review: the dfu that is supplied in bioflo PICC kits contains the following precaution: due to the nature of the dvt and neutropenic failure modes it cannot be determined whether the PICC was used in accordance with its labeling (dfu); no sample was returned for evaluation. The risk of the reported event failure mode - vascular thrombosis, is identified in the dfu. The following is provided as a reference: catheter placement: "if placing catheter at patient bedside, turn patient's head toward insertion side with chin to shoulder. Slowly and incrementally, insert catheter through the peelable sheath to desired tip position. Slowly advance remaining catheter into vein until "0" mark on catheter is at insertion site. Do not fully insert catheter to suture wing. Once catheter is inserted, aspirate gently with 10 ml syringe attached to catheter hub and observe for blood return. Detach and discard according to institutional protocol." Precaution: "minimize catheter manipulation during application and removal." Precaution: "never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis." Warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your navilyst medical representative. Inspect prior to use to verify that no damage has occurred during shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and / or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and / or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. After use, dispose of product. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).